Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results code(s): (operational problem): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +23.5 diopter, and the capsule tore. The lens was removed and another lens was implanted. Sutures were required. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.